Event description:
It was reported that cadd reservoir cassette, alarmed no disposable. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. Serial number was not provided. Unknown manufacturing date. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b5: correction: the complaint description states the pump would beep whenever placed down.